Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient has a right total lcs meniscal bearing knee that has worn inserts including one tibial insert being broken. It is unknown when this knee was implanted. The surgeon changed out the tibial inserts, and the metal backed poly on the patella. The femur and tibial tray and metal backed patella are well fixed and retained. Doi: unknown; dor: (B)(6) 2022; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.